Manufacturer narrative:
The reported event was confirmed as manufacturing related since the silicone foley drainage lumen was blocked with silicone. Visual evaluation of the sample noted one opened (without original packaging), used meter bag with a temperature sensing silicone foley connected to a sample port connector with an intact tamper evident seal. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 3.5ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) but no solution flowed from the funnel to the eyelets. The funnel was then dissected to find that silicone had blocked the drainage lumen in the funnel above the trifurcation. Material in the drainage lumen is out of specification. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect use of tool. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Foley catheter removal 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that an 8 french temperature sensing foley catheter was inserted into the two year old male patient and urine was not noted in the tubing upon insertion. An attempt was made to fill the balloon with water and the balloon inflated easily so the catheter was left in place. Throughout the case, urine output was monitored, but there was still no urine after about 3 and a half hours. The physician palpated the bladder and it felt full, the catheter freely slid in and out of the urethra and did not appear to be kinked or stuck, or that the balloon was inflated in the urethra. Wetness on the towel that was draped over the patient's' groin. The wetness was urine that had leaked around the foley and onto the towel. The catheter balloon was deflated and the foley was removed easily. A specimen cup was used to catch urine as the physician pressed on the patient¿s¿ bladder to decompress about 20 ml of urine. It was noted to be blood tinged. After removing the catheter, an attempt was made to draw fluid through as urine would flow and was unsuccessful. A new 8 french foley was inserted prior to the patient being transferred out of the or. Urine return was noted upon insertion of foley and prior to inflation of balloon. The catheter 119108 is part of tray//kit 849408.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an 8 french temperature sensing foley catheter was inserted into the (B)(6) year old male patient and urine was not noted in the tubing upon insertion. An attempt was made to fill the balloon with water and the balloon inflated easily so the catheter was left in place. Throughout the case, urine output was monitored, but there was still no urine after about 3 and a half hours. The physician palpated the bladder and it felt full, the catheter freely slid in and out of the urethra and did not appear to be kinked or stuck, or that the balloon was inflated in the urethra. Wetness on the towel that was draped over the patient's' groin. The wetness was urine that had leaked around the foley and onto the towel. The catheter balloon was deflated and the foley was removed easily. A specimen cup was used to catch urine as the physician pressed on the patient¿s¿ bladder to decompress about 20 ml of urine. It was noted to be blood tinged. After removing the catheter, an attempt was made to draw fluid through as urine would flow and was unsuccessful. A new 8 french foley was inserted prior to the patient being transferred out of the operating room. Urine return was noted upon insertion of foley and prior to inflation of balloon. The catheter 119108 is part of tray//kit 849408.